Manufacturer narrative:
Concomitant medical products: baxter, 50ml IV bag of 0.9% sodium chloride, lot: w5g24c0, exp: july 2016; therapy date (B)(6) 2015. The customer's reported experience of the secondary backing up into the primary line was not confirmed, and testing of the returned part from the supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this report was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that during transport a particulate could have been dislodged.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary IV which was infusing chemotherapy back flowed into the primary line despite the roller clamp of the primary line being open. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.